Manufacturer narrative:
The referenced report of pump pocket infection is covered under medwatch MFR report #2916596-2017-00293. Approximate age of device ¿ 3 years and 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted on (B)(6) 2016 due to suspected pump thrombosis. The patient experienced elevated lactate dehydrogenase (ldh) of 823 u/l. It was reported that a ramp echocardiogram suggested pump thrombosis, and a heparin infusion was initiated. On (B)(6) 2017, the patient¿s ldh was 782 u/l with an inr of 1.4. It was reported that due to suspected thrombus and device infection, the patient's pump was exchanged to another manufacturer's device on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) severed less than 1 inch from the pump housing. A 9.5 inch portion of the severed lead was returned. Upon disassembly of the pump, the inlet stator bearing cup and rotor bearing ball revealed a pink/dark red, tissue-like deposition. The thrombus had areas that were denatured and had a ring-like structure with laminate layering, which are indications that it likely developed over an undetermined period of time around the bearings while the pump was in operation. The deposition was of moderate size and would have impeded flow. However, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. Although a specific cause for the depositions and a time frame for which it was present in the pump could not be determined, it would have potentially contributed to the report of elevated ldh. No other depositions were identified. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.